Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side no complaint against the device. Healthcare professional later reported "hole, non-specific." Device has been explanted and replaced.

Event description:
Healthcare professional reported right side no complaint against the device. Healthcare professional later reported "hole, non-specific." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: no observed openings during analysis. Additional observations: ¿ observed creases on the device. ¿ observed wear abrasion on the device. ¿ white particles observed in the surface of the shell. No further actions are required as the device was implanted.